Manufacturer narrative:
The returned driver was evaluated. The drive tip was found to have fractured off. Per the complainant, a tap was not used to prepare the screw holes as described in the device labeling. The fracture likely was attributed to high torque placed on the driver to install the screw into the inadequately prepared bone. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the drive tip of a screw inserter broke off during surgery. An audible click was heard while installing a pedicle screw into a patient with hard bone. The pedicle was not tapped prior to screw installation. The tip was found to have broken off when the inserter was detached from the screw upon completion of the screw installation. The procedure was completed using an alternative instrument. There were no reports of patient injury associated with this event.